Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s therapy helped after their trial, but ever since they got the permanent implant, their therapy had not worked. The patient stated that their healthcare professional (hcp) was doing an MRI to see where the leads were. The patient reported that they had two lines that went up in their spine and one of the leads had dropped down. They did not want to turn the ins on because it did not work. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had the ins replaced due to pain. No further complications were reported/anticipated.